Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients battery charge was depleting much quicker. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively.